Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was repositioned several times and stylets were changed multiple times until a stylet could not be removed. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.